Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had only low flow alarms and was not feeling well with shortness of breath and was hospitalized. An echocardiogram, x-ray and catheterization lab intervention were done and no thrombus nor foreign material was found in the outflow graft or vad. The inflow canula was clean with the position of the canula in acceptable position and there was no abnormal sound from the impeller. The echocardiogram was compared to one done a year and a half prior and the right ventricle (rv) function had decreased and was likely causing the patient's symptoms and low flow alarms. The patient was given volume and the implantable cardioverter defibrillator (ICD) was checked.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. Unknown) were not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Review of the outflow graft's device history record was not performed as the reported event and analysis associated with this device are not related to a manufacturing or servicing issue and the lot number is unknown. Log file analysis revealed several decreases in power consumption and estimated flows within the analyzed period, and seven (7) low flow alarms logged since on (B)(6) 2025. Of note, multiple vad speed changes were recorded on (B)(6) 2025. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction and right ventricular failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft, d4: serial or lot#: xxxx, h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the decrease flow was within the outflow graft (ofg).

Event description:
It was reported that the ventricular assist device was associated with low flow alarms, decreasing flow curves, and decreased flow speed over the outflow graft, with a suspected thrombus. An echocardiogram was performed due to the low flow alarms and decreasing flow curves, and ventricular assist device logs were submitted. The vad and outflow graft remain in use.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125, catalog #: 1125, serial or lot#: unk d9: no, h3:no, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.